Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient that the patient was in the hospital for a seizure and was in a coma which was all confirmed to be unrelated to their device or therapy. However, it was reported that the hospital threw out their recharging equipment and programmer because they didn¿t think the patient would return. The patient stated that since they didn¿t have their recharger or stimulator they were unable to control their pain. The patient indicated that the pain was immediate when they woke up from the unrelated coma. The patient stated that they would be doing better if they weren¿t in a nursing home and in such pain. The patient stated that their healthcare provider (hcp) had them using their ¿pain patches,¿ but they were not working for their pain. The patient did not want to go back on pain medication or muscle relaxers. Patient services reviewed that they would transfer the patient to get their equipment replaced. It was reported that during the ordering process the patient mentioned that they had fallen down on their implant, they were not feeling well right now, they were having such issues and that they wanted their device removed. It was reported that the patient should continue to work with their hcp regarding their symptoms. The event date was asked but unknown. No further complications were reported/anticipated.